Event description:
Rod snapped inside pt's femur as surgeon was starting to prepare the femur for total joint replacement. The rod snapped after insertion when the surgeon was positioning it. He was unable to remove the rod despite spending approx 1 hour trying.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.